Event description:
The pt has two leads (from the same lot) implanted as part of his scs system. It was reported the pt was not receiving adequate stimulation. The sjm rep met with the pt and diagnostics indicated multiple contacts showed invalid impedances. Reprogramming was unsuccessful. Pt was to meet with his physician and x-rays were going to be attempted to be taken. F/u indicated surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.